Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Additionally, the same issue occurred on the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of would not release from the catheter.